Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeves of a 6f-12f mynx control venous vascular closure device (vcd) was split and mangled, exposing the sealant after hitting blood in the 11f non-cordis sheath and it began to expand. Hemostasis was achieved using another unknown mynx device. There was no reported patient injury. The device was inspected prior to use, and no anomalies were noted. The mynx venous vcd was prepped according to instructions to use (IFU) instructions. Normal force was used during insertion, with nothing excessive applied. The femoral vein's suitability was not verified on venography, and the insertion angle of the 11f non-cordis vascular sheath introducer was not confirmed. The mynx venous vcd was used in an atrial fibrillation ablation procedure with a retrograde approach. The deployer's mynx certified. Other procedural details were requested but were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant sleeves (cartridge assembly) frayed/split/torn and mynx control system deployment difficulty premature" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. However, prepping/procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeves of a 6f-12f mynx control venous vascular closure device (vcd) was split and mangled, exposing the sealant after hitting blood in the 11f non-cordis sheath and it began to expand. Hemostasis was achieved using another unknown mynx device. There was no reported patient injury. The device was inspected prior to use, and no anomalies were noted. The mynx venous vcd was prepped according to instructions to use (IFU) instructions. Normal force was used during insertion, with nothing excessive applied. The femoral vein's suitability was not verified on venography, and the insertion angle of the 11f non-cordis vascular sheath introducer was not confirmed. The mynx venous vcd was used in an atrial fibrillation ablation procedure with a retrograde approach. The deployer's mynx certified. Other procedural details were requested but were not provided. The device will not be returned for evaluation.